Event description:
The customer reported that the system had a defective skin spacer. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the spacer. The system operates as intended. Results - skin spacer.